Manufacturer narrative:
Clinical investigation: there is a possible temporal relationship between pd therapy on the liberty select cycler and the patient event of nausea, vomiting and hypocalcemia with subsequent hospitalization, however, it is unknown if the patient was in active treatment at the time of the event. There is no documentation in the complaint file that shows a causal relationship between the event and the liberty select cycler. Additionally, there is no reported malfunction or deficiency reported for this event. Gastrointestinal issues and hypocalcemia are common in patients on ccpd therapy and can have many causes, such as medications, increased uremic toxins and a decrease of gastrointestinal absorption of calcium. Based on the available information a cause of the patient event cannot be confirmed. Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient called fresenius technical support for assistance. Upon follow up, the patient¿s peritoneal dialysis nurse (pdrn) stated that the patient was admitted to the hospital on (B)(6) 2018 due to nausea, vomiting, and low calcium levels. The cause of the patient¿s symptoms was not reported. Additional patient, event, and hospital course information was requested, but has not been provided.